Manufacturer narrative:
A customer from outside the united states reported an observation of falsely elevated ca 19-9 results were obtained on four patient(s) samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were reprocessed on an immulite 2000 gi-ma and non-siemens instrument. The repeat results were lower than the initial results. The repeat results were reported, as the correct results, to the physician(s). Quality control (qc) was within the normal ranges. The interpretation of results section of the advia centaur ca 19-9 instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The warning above the intended use section of the advia centaur ca 19-9 instructions for use (IFU) states: ¿the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably.¿ siemens is investigating the event.

Event description:
The customer reported observation of falsely elevated ca 19-9 results were obtained on four patient(s) samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were reprocessed on an immulite 2000 gi-ma and non-siemens instrument. The repeat results were lower than the initial results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca 19-9 results.

Manufacturer narrative:
Initial MDR 1219913-2023-00299 was filed on nov 22, 2023. Additional information ¿ dec 08, 2023: the initial issue was reported as 4 patient(s) samples that recovered 63 - 199 u/ml with advia centaur ca 19-9 kit lot 524 but recovered < 1 - 29 u/ml when tested with a non-siemens instrument and immulite 2000 ca 19-9 assay. The samples were not retested with advia centaur ca 19-9 to verify the initial values. The customer indicated bio-rad controls with ca 19-9 were within the normal ranges, but calibration or quality control (qc) data was not available for review. The customer was not able to provide the patient's medical status or a list of medications/supplements the patient was taking. The expected values section of the advia centaur ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the advia centaur ca 19-9 instructions for use (IFU): "warning - do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note - do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers¿ assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Based on the available information, the cause of the discordant results could not be determined. Siemens cannot rule out pre-analytical issues, sample issues, or normal assay performance. Customer is operational.